Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient is scheduled for a lens re-position or possible explant due to lens vault. The original implant procedure was performed at another facility. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. One retain sample from the same lot (7449424) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information received indicates: z-syndrome was noted on (B)(6) 2015. Doctor planned to reposition the lens on (B)(6) 2015. During surgery the inferior haptic could not be freed from the capsule without risk of tearing the capsule. The inferior haptic was cut with a lens cutter, and the pieces removed from the eye. A piece of haptic remains in the patient's eye. Iris hooks, capsule tension ring, and 10-0 sutures were used. The surgery time was 78 minutes.